Event description:
It was reported that during an ivus procedure, tip detachment occurred. The 70% stenosed and tortuous target lesion was located in an unknown coronary artery. As the physician began pullback with the atlantis sr pro catheter the image was lost. Upon removal of the atlantis catheter it was noted that the tip of the device was missing. The tip of the device was detached inside the patient, the tip of the device was successfully snared and removed from the patient. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).